Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to seroma and fluid accumulation around the pocket. Reportedly, the caller was not able to interrogate the ICD due to the fluid inside the implant pocket thus the programmer wand cannot get close enough. The boston scientific technical services (ts) verified that the device interrogation was successful using the communicator. Additional information indicated that the system was removed due to infection. No additional adverse patient effects were reported. The ICD was explanted.